Manufacturer narrative:
Due to imdrf harmonization, any previously submitted method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that patient visited the manufacturer specialist at their doctor's office on (B)(6)2018. Improved settings were programmed on the stimulator. X-rays performed did not show lead displacement, patient stated they may have disrupted scar tissues. The issue of spinal cord stimulation was not being as effective since the fall was resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Date of event is month-year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that patient had a fall in january and spinal cord stimulation was not being as effective since. Healthcare professional was having x-rays done of leads. No further complications were reported as a result of this event.